Event description:
"It was reported by the nurse director, that a patient had biopatch in place on a peripherally inserted central catheter (PICC) line. The PICC line is having serious drainage, so is requiring increased frequency of dressing changes. The home health nurses have found that the last 3 dressing changes, the white sponge was gone from the biopatch, while the blue disk is still there. It was reported that the dressing had not been changed by anyone else but the home nurses. On (B)(6) 2014, the nurse put 2 biopatch h dressings around the PICC line with steri-strips and a pressure dressing. On (B)(6) 2014, the biopatch dressings were saturated but not absorbed. On (B)(6) 2014, the nursing coordinator spoke with the patient's physician who recommended that the patient go to the emergency room. On (B)(6)2014, the patient's PICC line was exchanged. Patient was to be seen by the (home) nurse on (B)(6) 2014.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.